Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was not resetting after letting the battery out and letting the insulin pump sit without a battery for an hour. The insulin pump's screen kept freezing. Customer's blood glucose level was 86 mg/dl. The customer was calling back with a frozen display after installing a new battery from a previous frozen display issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was monitored and no frozen display was noted. The keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.